Event description:
It was reported that during a laparoscopic right hemicolectomy, the patient returned for reoperation in 2009 for exploratory laparoscopic segmental colon resection and illeostomy. The patient expired two days later. Unknown if autopsy was performed. Ees risk manager spoke with ees sales representative to obtain additional information on 10/26/2009 and 10/27/2009. Rep indicated her source of information at the hospital works in the operating room. He advised that he received information from hospital risk management regarding ¿anastomotic leak.¿ the event reported by the risk manager was from a surgery five months prior to death. The rep visits this account once per week and prior to this time, she was never made aware of any difficulty with the stapling devices. Rep will follow up with her contact to get additional information regarding devices used and patient co morbidities as well as to determine an autopsy was performed and if any surgical pathology is available. She will also determine if surgeon are willing to speak with our surgeon to get additional detail. Ees md contacted the surgeon on 10/29/2009 for additional information regarding this event. The surgeon only admitted to having problems with one case. The operation went smoothly and he noticed no untoward effects with the stapling devices. The patient was schizophrenic and did not return to the hospital when he initially began having difficulties. The surgeon could give no time estimate of the interval between primary and secondary operations. At the second operation, he noted there was no tension, but the staple line through part of the anastomosis had completely broken down. He does not blame the stapler.

Manufacturer narrative:
Date sent: 11/16/2009. Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.